Manufacturer narrative:
Additional information was received that no pre-implant or post-implant balloon aortic valvuloplasty (bav) was performed during the initial implant procedure. The patient died one day following the non-medtronic valve implant and the cause of death was cardiogenic shock. No autopsy was performed. The patient anatomy had moderate calcification. Per the physician, the patient death was attributed to the medtronic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted high. Approximately seven weeks post-implant, the patient presented with decompensation and poor coronary flow in diastole due to an obstruction. Per the physician, the obstruction may have been caused by endothelialization, the skirt/leaflets, or the valve migrating aortic. An attempt was made to snare the valve up into the sinotubular junction (stj) but was unsuccessful. A non-medtronic second transcatheter valve was implanted below the first valve in the annulus. There was no positive change in the coronary flow. The patient's brachial line became thrombosed and the patient subsequently expired approximately one week later. It is unknown whether an autopsy was performed.